Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the tip of the catheter broke off in the patient's bladder. The tip was removed, and the procedure was completed using a second catheter. The broken part was removed with forceps.

Manufacturer narrative:
(B)(4). DHR review was performed and documented on the previous complaint report with no findings. 1 sample was received in a bag. Signs of use are observed since a disinfection tag is present and the sample was not received on its original package. During visual inspection it was observed that the sample was received without the component 34021rm-nl (pe adapter). Also, it was observed that the other side of the tubing tip was found cut. No other issues were found. Qty. Received: 1 ea. Qty. Mfg.: 90 ea. The failure mode reported in the customer complaint is confirmed during visual inspection. However, it is unknown how the tubing got cut since there are controls in the manufacturing assembly process that can detect this condition prior shipping the material. During normal assembly process the tubing has a process on which the tip is round formed and inspected before the next assembly process. The tubing used in the process was 34003rm (pvc tubing pantone 422c 3fr) and the lot number was 17539 and the vendor is 800090 fbk medical device tech. The sample will be send to the vendor for further analysis and this report will be updated with the evaluation results. Based on the visual inspection of the sample received, the complaint is confirmed. Although the condition observed on the sample provided, there is no sufficient evidence to assure that this issue was originated during the manufacturing assembly. Sample will be send to the vendor that provides the component used during this assembly and this report will be updated with the evaluation results. However, the personnel of the assembly line were notified on jan-11-2019 for awareness.

Event description:
It was reported that the tip of the catheter broke off in the patient's bladder. The tip was removed, and the procedure was completed using a second catheter. The broken part was removed with forceps.